Event description:
It was reported that during a lap prostate procedure, a note stated that the device alarmed. No additional info is available. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the device was received in good condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional therefore making the instrument non functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.